Event description:
The target lesion was the left circumflex. The vessel was a de-novo and calcified lesion. Aha/acc classification of the vessel was type c. The lesion length was 60mm and vessel diameter was 2.5~3.0mm. The procedure was an elective case. Pre-dilatation was not conducted. A 2.5 x28mm cypher stent was implanted at 20atm for 30 seconds. A 3.0 x 33mm cypher stent was then implanted at 20atm for 30 seconds. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and 3 after the procedure. Act was measured over 250. A week later, the patient complained of chest pain in the hospital. Coronary angiography was conducted and thrombus was observed in the 2.5 x 15mm cypher stent. Thrombus was not observed in the 3.0 x 33mm cypher stent. To treat the thrombus, aspiration and balloon angioplasty was conducted with a 2.5 x 15 mm balloon. Physician indicated that the possible cause of the thrombotic event was because the first cypher stent was under-dilated.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.